Event description:
A customer initially reported that the system shut down during a procedure. Add'l info was received from a tech reporting the unit did not shut down, but that the surgeon was unable to use the phaco function during a procedure. The system was switched out and the case was completed following a 10 minute delay. There was no pt harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).